Event description:
It was reported that vessel dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the right coronary artery (rca). The 70% stenosed lesion was located in a moderately tortuous and moderately calcified rca. A 12mm x 2.75mm nc quantum apex balloon catheter was selected for use. During the procedure, the balloon shaft inflated and a flow limiting dissection was noted in the proximal rca. A stent was deployed to cover the dissection and successfully complete the procedure. There were no further patient complications and the patient was stable post procedure.